Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient lost weight, causing discomfort at the ipg site. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced with a smaller model. Surgical intervention addressed the issue.